Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized twice due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and (B)(6) 2019 with blood glucose of 599 mg/dl at the time of the incident. The customer was at 254 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer treated their high with large boluses but their levels did not come down. The customer also completed a set change and it did not make a difference. The pump did not give any alarms. The pump has possible physical damage. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis. Unomed set.